Manufacturer narrative:
Manufacturer's investigation conclusion a specific cause for the reported bleeding and infection, as well as a direct correlation with the device, could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide information regarding how to care for the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 11sep2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Manufacturer report number for the pre-exchange pump: 2916596-2021-06700. It was reported that the patient was admitted for a driveline infection on (B)(6) 2021. Drainage and pain were noted at the driveline exit site. The infection was identified as corynebacterium and multidrug-resistant pseudomonas aeruginosa (MDR-pa). The patient subsequently underwent a pump exchange on (B)(6) 2021. After the pump exchange a hematoma developed and was cultured found to be + e. Faecium and yeast. The area was washed out in the or. Treatment consisted of continuing antibiotics, (B)(6), and following up or cultures that were from after the last washout of the hematoma.